Event description:
According to a rep at dr's office, this pt expired one day postoperatively after a double valve replacement procedure (25m-501, rt-297). Pt was unable to provide add'l info due to pt confidentiality; therefore, the cause of death is unknown at this time. It is also unknown if the valve remains implanted. Add'l info has been requested in a letter to dr.